Event description:
It was reported that bd secondary administration sets broke off at the disk where the tubing and chamber meet. The following information was provided by the initial reporter: 4 of our secondary tubing today and broken off at the disk where the tubing and chamber meet.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10014881 lot number 22039413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd secondary administration sets broke off at the disk where the tubing and chamber meet. The following information was provided by the initial reporter: 4 of our secondary tubing today and broken off at the disk where the tubing and chamber meet.